Event description:
A 25 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was severely calcified with moderate calcification. The pt's iliac arteries were very small in diameter, frail and heavily stenotic. It was reported that the bifurcated stent graft was implanted however, upon removal an evulsion of the iliac artery occurred. The physician balloon the artery and performed a retro-peritoneal cut down. The physician elected to palce coils in the contralateral iliac artery, convert the stent graft to aorto-uni-iliac system by placement of an aortic cuff in the flow divider and performed a fem=fem bypass. No add'l clinical sequelae were reported and the pt is fine.